Manufacturer narrative:
Operator of device : unknown; no additional information was received. The product was returned for evaluation. The bottom seal was missing, the plunger seal in tact, and there were no signs of external damage. Functional tests were performed and the reported problem could not be duplicated. The root cause could not be determined. There was no damage to the speaker. J9 connector is fully seated and properly glued. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump had a watchdog failure. No patient injury was reported.